Event description:
Problem - tomo motion is not smooth at +45 degrees. Dose or amount: 01 an, diagnosis or reason for use: breast center; is the product compounded? No, is the product over-the -counter? No.